Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was received via the remote monitoring system that this pacemaker and competitor right atrial (ra) lead exhibited high out-of-range pace impedance measurements and episodes of noise. The system was checked in-clinic and noise reproduced in both unipolar and bipolar configurations. Suspecting a lead insulation fracture, the physician elected to reprogram the device from ddd to vvir and continue following the patient. No adverse patient effects were reported. This system remains in service.